Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the proximal circumflex (cx) artery. The lesion was predilated with a 2.0x15mm maverick balloon. The physician was unable to cross the proximal cx lesion with the 2.75x12mm taxus express2 drug eluting stent delivery system. A stent strut was found to be bent. The procedure was completed with a 2.75x8mm non boston scientific stent. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.